Manufacturer narrative:
Hill-rom tech found the pt was zeroed in the bed causing the pt positioning module not to set. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Hill-rom tech zeroed the bed to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the pt positioning module was unable to set (bed exit would not set). The bed was located at the account in the basement. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).